Event description:
It was reported that, during testing, an error occurred in which the image appeared on the surgeon console monitor for approximately five seconds and then disappeared. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that while in installation, there were an intermittent issue occurring with the surgeon console. When connected to the tower and arm cart assembly, the surgeon console was losing its image four about two seconds. Generated an error message that was later disappearing when the image was back. A module of the endoscope system was replaced to resolve the issue, but did not work, so the original module was reinstalled. It was then determined that the issue was related to the video signal failing after being sent from the tower. The display port video cable from the surgeon console display computer and the scalar were replaced, but this also did not resolve the issue. The video cable was connected to the display port 2 from the surgeon console display computer and the issue did not appear. The surgeon console display computer should be replaced to resolve the issue. Evaluation of the logs noted multiple occurrences of an error code, corresponding to scaler signal loss detection. This indicates loss of the endoscope video feed to the surgeon console. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the surgeon console display computer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during testing, an error occurred in which the image appeared on the surgeon console monitor for approximately five seconds and then disappeared. There was no patient involvement.